Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the door failure. A field service engineer replaced the latch assembly and rebooted the hardware. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system ha-esd-y tower door 1 failed to recover. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.